Event description:
The complaint states that an app crash was reported. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be potential patient misuse as the mobile device lost power.

Manufacturer narrative:
(B)(4).